Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display and unexpected restart alarm. The customer¿s blood glucose level was 147 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer was unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit time moved. No frozen screen, blank display or audio/beep anomaly noted. All buttons functioning properly. No moisture/damage/unlocked lcd keypad connector during visual inspection noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected restart error alarm or reset time/date anomaly after change battery noted during testing.